Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) caution if ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a dissected plaque underneath the device occluded the femoral artery. Severe lower extremity ischemia occurred.